Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was insufficient or complete lack of negative pressure in 50 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows multiple tubes in a tray pack with no visible signs of usage. A total of 20 retained samples were subjected to functional tests, and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was insufficient or complete lack of negative pressure in 50 devices. No adverse impact was reported regarding the patient or user.